Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification were not provided for the patients mentioned in the journal article. Initial reporter - the article was written by a. V. Lombardi jr, k. R. Berend, m. J. Morris, j. B. Adams, and m. A. Sneller. Product location unknown.

Event description:
Information was received based on review of a journal article titled, "large-diameter metal-on-metal total hip arthroplasty: dislocation infrequent but survivorship poor" which aimed to determine at a minimum of 2 years¿ followup (1) the proportion of patients who experienced a dislocation; (2) the short-term survivorship obtained with these implants; (3) the causes of failure and the proportion of patients who developed armd; and (4) whether there were any identifiable risk factors for revision. In the article, twelve patients were identified as having undergone a two-stage hip revision procedure due to infection.